Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 24 and 36 hours. The patient removed the device on (B)(6) 2026 and sought medical attention from their doctor on (B)(6) 2026. In addition, the patient¿s blood glucose levels reached 446 mg/dl. Patient reported the infusion site appeared red, infected, tender, hard, swollen and that white puss was present. The patient was diagnosed with cellulitis and prescribed cefalexin. The patient was advised to return for a future follow up appointment and attend hospital if the condition worsened.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone12.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.